Event description:
It was reported that the ventilation stopped while the anesthesia system was in use for treatment. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer visited the hospital for investigation of the anesthesia system. During the visit additional information was received form the customer, stating that there was no fault with this anesthesia system, this system had incorrectly been reported as faulty. No investigation was performed for the anesthesia system reported in this complaint since there was no fault with the system.